Event description:
It was reported that a homechoice device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in set/line) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The technical service representative (tsr) had the patient cycle the power on the device to clear the alarm. The tsr discussed continuous ambulatory peritoneal dialysis therapy with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.